Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned for eval. The customer indicated the device is back in svc and no product will be returned.

Event description:
Complainant alleged that while attempting to treat a pt, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.